Event description:
It was reported that during ventilation only volume was delivered to the patient, but no expiration took place. The device would also have displayed peep valve inop. The device was replaced. It was reported that the patient's lungs were damaged by the pressure. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.